Event description:
It was reported that a leak occurred while priming an xlung kit 230 for extracorporeal membrane oxygenation (ECMO) therapy. The leak was reportedly coming from the ¿head of the oxygenator blue connection¿. No visible damage was noted on the device, but it was assumed that something was ¿broken¿. There was no damage noted on the packaging when the kit was removed, and all connections appeared to be secure. A video and photo were both provided for review. To resolve the issue, the customer used a different xlung kit. The reported event did not result in any delayed or missed treatments. The sample was said to be available for evaluation.

Manufacturer narrative:
Plant investigation: the complaint sample was returned to the manufacturer for evaluation. When the circuit was filled with water, a small leak occurred at the connection between the venous venting port and the venting line. No damage was found at the port of the oxygenator. However, a small crack was found at the inner conus of luer lock adapter of the venting line. The fluid leak was coming through this small crack. A review of the batch documentation was performed. No non-conformities were observed during the manufacturing process. Similar complaints with this issue have been reported and a CAPA was opened to address the issue. The CAPA was closed, and measures were implemented to avoid this error in the future. However, the affected supplier batch associated with this complaint was produced before implementation of those measures.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a leak occurred while priming an xlung kit 230 for extracorporeal membrane oxygenation (ECMO) therapy. The leak was reportedly coming from the ¿head of the oxygenator blue connection¿. No visible damage was noted on the device, but it was assumed that something was ¿broken¿. There was no damage noted on the packaging when the kit was removed, and all connections appeared to be secure. A video and photo were both provided for review. To resolve the issue, the customer used a different xlung kit. The reported event did not result in any delayed or missed treatments. The sample was said to be available for evaluation.